Manufacturer narrative:
Follow-up #1: date of submission 04/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box (bb) revealed evidence of unexplained "power on reset" events beginning on (B)(6) 2016. A call service (cs) 078 motor rewind error¿ was also observed in the (bb) on (B)(6) 2016. There was evidence of moisture contamination found behind the display lens. The battery cap threads were observed to be damaged; however, the battery cap measurements met specifications. A test battery cap was used to complete testing. The battery compartment was also observed to be cracked in the thread area and below the grip pad. The battery compartment threads were also found to be damaged. The pump case was also cracked in the lower rh corner of display area. During testing, the pump intermittently powered on with the returned battery cap to a dim discolored display. A ¿cs 078 motor rewind¿ error was received during each "rewind" attempt. A leak test revealed a leak at the crack in the pump case and at the battery compartment crack. The pump case was removed; there was evidence of moisture contamination found throughout the inside of pump, on the cgm board and motor flex cable and connector. The load step and 24 hour basal program failed due to the internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture and corrosion behind the display. There was no indication of damage to the battery cap; however, the battery cap was replaced approximately 4 to 6 months ago. It was noted the battery cap was unable to secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.